Event description:
It was reported that an infection occurred. It was noted the patient had vegetation on the leads and a decision was made to remove the leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.